Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required.a design improvement is in process to improve the cable and seal the board and switch assemblies.

Event description:
The aspiration bottom sensor of the cell-dyn sapphire analyzer was replaced at the customer's site per fa05apr2010. No impact to patient management was reported.